Event description:
It was reported that the patient could not inflate his inflatable penile prosthesis due to fluid loss. The patient underwent surgery to remove and replace the device. A leak in one of the cylinders was identified. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.